Event description:
On an unknown date this patient was implanted with medrtronic devices for treatment of a thoracic aortic aneurysm using a petticoat technique. No additional information is known. On (B)(6) 2022, this patient underwent treatment of a type I-a endoleak associated with the medtronic device(s). A gore® tag® conformable thoracic stent graft and a gore® contralateral leg component were implanted to reline the previous stent grafts. Both devices were successfully placed without issue. During closing the patient coded and expired intraprocedure. The death is believed to be due to a collapse of the left lung. The physician reported all the gore devices performed as intended and there was no device deficiency. The patient had marfan's syndrome but it is unknown marfans contributed to the patient's death.

Manufacturer narrative:
Patient medical history includes but not limited to: marfans syndrome, previous ascending aorta and valve repair, lcca to lsa bypass the instructions for use states, the safety and effectiveness of the gore® tag® thoracic endoprostheses have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area, genetic connective tissue disease (e.g., marfans and ehlers-danlos syndrome) as no lot number was provided a review of the manufacturing records was unable to be performed, wherefore no UDI was generated for the device.

Manufacturer narrative:
D10: patient medications include but are not limited to: melatonin 3 mg qhs prn, metoprolol 25 mg bid, diltiazem sr 120 mg qd, enoxaparin 0.6 ml q 12 hours.